Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault (yellow wrench) alarm was confirmed via the provided log file; however, the reported event of the system controller¿s green pump-running symbol being blank prior to the controller¿s exchange was not confirmed. The provided log file captured a backup battery fault alarm on 06aug2025. At this time, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The alarm remained active throughout the remainder of the data, and the pump operated as intended. The controller was observed to have been exchanged a few minutes after the backup battery fault alarm occurred, consistent with the reported event. The returned system controller (serial number (B)(6)) functionally tested and was found to perform as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The controller¿s green pump-running symbols also functioned as intended throughout all testing. Available information for this event indicates that the alarm resolved after the controller exchange. The root cause of the observed backup battery fault alarm was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The root cause of the reported pump running symbol issue was unable to be determined. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to call their hospital contact for further instructions in response to a backup battery fault alarm. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. Users are instructed to call their hospital contact for further instructions in response to a backup battery fault alarm. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: date of implant not applicable for this device. Manufacturer's investigation conclusion: the reported event of a backup battery fault (yellow wrench) alarm was confirmed via the provided log file; however, the reported event of the system controller¿s green pump-running symbol being blank prior to the controller¿s exchange was not confirmed. The provided log file captured a backup battery fault alarm on (B)(6) 2025. At this time, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The alarm remained active throughout the remainder of the data, and the pump operated as intended. The controller was observed to have been exchanged a few minutes after the backup battery fault alarm occurred, consistent with the reported event. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the alarm resolved after the controller exchange. The root cause of the observed backup battery fault alarm was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The root cause of the reported pump running symbol issue was unable to be determined. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to call their hospital contact for further instructions in response to a backup battery fault alarm. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. Users are instructed to call their hospital contact for further instructions in response to a backup battery fault alarm. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a system controller change for a yellow wrench symbol and no green pump running symbol at 2215. The event log captured backup battery fault alarms beginning at 2209 on (B)(6) 2025. The driveline was disconnected from the controller for an exchange at 2211. The alarms resolved on the new controller. The patient reported diaphoretic, fatigued and lying down due to the event.